Event description:
It was reported that the patient was admitted to the hospital for symptoms of lightheadedness with exercise. The electrocardiogram was consistent with twave oversensing post pace on the right ventricular (rv) lead. It was also reported that the bi-ventricular defibrillator had a possible loss of telemetry. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable defib lead 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
The rv lead and device were later explanted.